Event description:
User alleges, as the bag was changed over from saline to blood it was noticed to contain air in the line and the line would not run. The line was disconnected and re-primed and all connections appeared to be intact prior to administration of fluid. No pt injury.